Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no frozen screen and time clock anomaly noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced frozen display. Customer's blood glucose value was 273 mg/dl. The customer declined to troubleshoot for high readings during time of call. The customer stated that none of the buttons are responding. The customer stated that she removed the battery and the icons and time and closed circle remained on the screen. The insulin pump will be returned for analysis.